Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values. The patient experienced diabetic ketoacidosis. The cgm was reading 50 mg/dl and the blood glucose reading was 347 mg/dl. The patient declined to provide additional details and reportedly became hostile. An attempt by medical safety to contact the patient by phone on (B)(6) 2024 for more details about the episode was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.